Manufacturer narrative:
(B)(4). The sample was not available for evaluation. The lot number was not provided and thus a batch review could not be performed. The customer reported condition could not be confirmed and the root cause was not identified.

Event description:
It was reported that a one-link needlefree intravenous connector caused a "no-flow" condition, during an attempted flush. When the user removed the one-link connector they were able to flush without further incident. There was no report of patient involvement and there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. A follow-up report will be filed if any additional relevant details become available.